Event description:
The customer contacted physio- control to report that defibrillation electrodes were connected to a patient and there was extreme "noise" on the monitor that would have interfered with interpreting the patient's rhythm and delivery of a shock, if it were required. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated 2 of the returned electrode and was unable to duplicate the reported issue. The tested electrodes where destroyed during testing. The remaining returned electrodes were retained by physio-control.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that defibrillation electrodes were connected to a patient and there was extreme "noise" on the monitor that would have interfered with interpreting the patient's rhythm and delivery of a shock, if it were required. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.